Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/17/2016 with the following findings: investigation revealed a dim and discolored display. In addition, the battery compartment was noted to be cracked. Unrelated to these issues, the pump paint was chipped in multiple areas. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim and discolored display. This report is made based on results of investigation completed on 02/17/2016.